Manufacturer narrative:
Additional information received: b.5. Has been updated to reflect that there was no new bone growth. D.6. Date of implant has been populated to (B)(6) 2016.

Event description:
It was reported that previously implanted vitoss bioactive foam strip "has yet to harden" and there was no new bone growth post-operatively. No further information, adverse consequences, or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The root cause of the reported event cannot be determined conclusively from the information provided. Failed fusion may result from incorrect moisture, lack of appropriate composition, expired product used, lack of sufficient surface area, and improper patient selection.

Event description:
It was reported that previously implanted vitoss bioactive foam strip "has yet to harden" and there was no new bone growth post-operatively. No further information, adverse consequences, or medical intervention were reported.

Manufacturer narrative:
Remains implanted in the patient.

Event description:
It was reported that previously implanted vitoss bioactive foam strip "has yet to harden" post-operatively. No further information, adverse consequences, or medical intervention were reported.